Event description:
Mediport was inserted. Checked later with contrast in x-ray and contrast noted to have leaked into surrounding soft tissue. Taken back to the operating room and hole was found in the catheter. Repair done. Patient due to have chemotherapy. Unable to determine manufacturer of the device.